Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the cut wire conducted current appropriately while performing the initial sphincterotomy. However, during the second attempt, the cut wire was broken. No portion of the wire fell into the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, the cut wire conducted current appropriately while performing the initial sphincterotomy. However, during the second attempt, the cut wire was broken. No portion of the wire fell into the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device was returned with a staple pin attached to the working length of the device which was likely caused by the customer during handling/ returning of the device. A visual evaluation revealed that the working length was twisted and the exposed cut wire was broken. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. During analysis, the retracted cutting wire was pushed out of the extrusion through the proximal pierce hole. The cutting wire was discolored from usage and the broken ends of the cutting wire appeared burnt/blackened. The outer diameter of the exposed cut wire was measured and meets the specification. The condition of the returned unit was consistent with the complaint incident that the cutting wire snapped. The broken sections of the cut wire remained attached to the device. The most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.